Event description:
It was reported that the vns patient was experiencing an increase in seizures and in seizure intensity. Device settings and diagnostic results were reported to be ok. No known interventions have occurred to date. Attempts for additional relevant information were made, but have been unsuccessful to date.

Event description:
The physician's office reported that no patient specific information could be provided and that the patient was doing better.